Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor, causing the service code 204. The cause for the failure was an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
The father of a (B)(6) female pt called zoll customer support to report that the pt was receiving a service code 204. The pt was issued a replacement electrode belt.